Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An issue of missing low/high alarm was reported with the freestyle libre 2 sensor. A caller reported that the sensor alarm failed to sound when blood and as a result, the customer was unable to obtain sensor scans and experienced symptoms of discoordination, sweating, and loss of consciousness. The customer had contact with a healthcare professional and received orange juice for the diagnosis of hypoglycemia. No further information was reported. There was no report of death or permanent injury associated with this event.